Event description:
Infection in the joint [arthritis infective]. Case description: spontaneous report was received on (B)(6) 2011 from a physician via an office manager and company rep regarding an unspecified number of pts. The medical history of the pts was not provided. On unspecified dates, the pts initiated treatment with synvisc (hylan g-f 20) in unspecified locations. The lot number was provided. On unspecified dates, the pts had a reaction to synvisc, which was described as an infection in the joint. Action taken with synvisc in response to the event was not provided. The pts' outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician did not provide the relationship between synvisc and the event. MFR's comment: the benefit-risk relationship of the product is not affected by this report.